Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that a friend of the patient¿s husband had his device explanted due to a recall. However, they did not know if the friend had a medtronic device or other. No outcome was reported. However, follow-up was not possible. Nonetheless, if additional information is received a follow-up report will be sent.